Manufacturer narrative:
The insulin pump was received with minor scratched display window, detached/broken off end cap, cracked reservoir tube lip, scratched case and torn keypad overlay. Drive support disk was inspected and no anomaly was noted. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify compromised force sensor system alarm due to detached end cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer cannot recall their blood glucose reading. Customer received the alarm after having bike accident. Troubleshooting was performed. Customer reported that the drive supported was sticking out. Customer states force sensor did not detect the reservoir while sitting. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.